Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the tip of the returned probe is visibly bent. However, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification. The system then passed the system checkout and was found to be fully functional. B01, c07, d02 applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that probe was physically deformed. The site swapped out probes and continued with the procedure. There was no reported delay and no reported impact to patient outcome.